Event description:
Approximately 6 months following the placement of 3 cypher stents, the patient returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unknown if any restenosis was present or if treatment was required. Indication for initial evaluation is unknown. The target lesion was identified as the proximal right coronary artery with no lesion or vessel characteristics provided. It is unknown if the lesion was pre-dilated. The stent was deployed at 18 atms for 10 seconds. It is unknown if post-dilatation was performed.